Manufacturer narrative:
Follow-up # 2 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 11am on (B)(6) 2015. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and they did not make any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that 24 hours later they developed the symptom of "dizziness", and as a result went to the emergency room (e.r) at 8:30am on (B)(6) 2015. In the e.r the patient was given additional food and/or drink by a healthcare professional. The patient's blood glucose was also measured at this time and a result of " mg/dl" was obtained on the e.r meter at 9am on (B)(6) 2015. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them requiring hcp treatment in order to preclude serious injury in the e.r after the alleged meter issue began.

Manufacturer narrative:
Followup #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.